Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event. The reporter stated that the patient had a blood glucose of over 600 mg/dl with no associated symptoms of hyperglycemia. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the patient attempted to bolus from the meter and received an error 1 message. The patient did not attempt to bolus from the pump after this error or verify that the bolus delivery had gone through. This complaint is being reported based on the allegation that the patient did not bolus correctly.